Event description:
Pump was filled with 450 ml of drug and diluent. Pump should have run over 4.5 hrs. Pump rate was 100 ml/hr. It infused over 2 hrs. Pump was retrieved by nurse. Rptr filled it up with 450 ml of fluid again and it ran over 2 hrs again.